Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open colectomy procedure on (B)(6) 2019 and suture was used. The needle broke at the middle part during wound closure by continuous suturing. The broken piece of needle was not dropped in the patient body. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: investigation summary: "it was reported performance needle breakage. The actual device was returned for evaluation. A failed suture needle, labeled as (B)(4), was identified as product code j317h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was predominantly intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. A manufacturing record evaluation was performed for the finished device lj2795, and no nonconformances were identified.